Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio 2 meter continued to display ¿apply blood¿ instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began approximately 1 week ago. The patient informed the cca that they manage their diabetes with a combination of diabetic medications including lantus, metformin and diamicron. The patient denied taking any action in response to the alleged issue. ¿1day¿ after the alleged product issue began the patient reported experiencing symptoms of having to urinate more frequently. The patient stated that approximately 1 week prior to contacting lfs she reduced the amount of food she consumed as she was unable to obtain a meter reading. At the time of troubleshooting the cca noted that it was not the first time the patient had used the product and carried out the correct testing steps. Cca was unable to walk the patient through a retest as the patient did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.